Event description:
It was reported that the second anchor could not be transported to fix the meniscus rupture, surgeon had to cut of the suture and remove the anchor. First anchor was left in situ. There was no delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.